Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician. The customer reported complaint of console slow warming was not confirmed during archive review or functional testing. A review of the console's retrieved event log found no system errors recorded on the reported event date. The biomed was not able to reproduce the reported complaint during evaluation. The console is working as intended for use and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
It was reported that the thermogard xp ivtm system (sn (B)(4)) was slow to warm the patient. System was sent to biomed for service. No additional information was provided. No patient harm or consequence reported on this event.